Event description:
The distributor reported that a hole was found in the clear side of the pouch during their initial inspection of received product. No device was not sent to a user facility.

Manufacturer narrative:
One new unopened device was returned for eval. However, the eval has not been completed. A f/u report will be submitted when the eval has been completed.